Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a monitoring voltage of 3.07 volts. The value listed on the box was 3.25 volts. The device was set aside and another guidant crt-d was implanted. The monitoring voltage was tested again in 48 hours and resulted in a value of 3.06 volts. The device was returned to guidant for analysis.